Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Upon interrogation of the pulse generator, it was noted that the atrial lead exhibited chronic lead noise. The physician elected to take no action at this time and continue to monitor the lead. The patient's condition was stable.